Manufacturer narrative:
The implantable cardiac monitor (icm) was returned, and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. No other anomalies were seen.

Event description:
It was reported that the patient presented to the clinic with skin erosion at the implantable cardiac monitor (icm) pocket site. The icm was visually exposed through a small opening at the pocket incision site, and the surrounding skin appeared red and scabbed. The icm was explanted without adverse consequences, and the patient remained stable throughout the procedure.